Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor that they had received a report from a healthcare facility regarding an event that had occurred during use of a t-flex aspheric 623t intraocular lens (iol). The event description provided states that the haptic broke during implantation. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2013-00128.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (january 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch (B)(4).